Manufacturer narrative:
See MFR. Report #3004209178-2015-25734 regarding the implantable neurostimulator involved in the event. Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare provider via a manufacturer representative reported that the implantable neurostimulator (ins) and lead were removed on (B)(6) 2015 due to infection. The patient's indication for use was noted as fecal incontinence and gastrointestinal/pelvic floor.